Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for a heart attack twice in the previous year and was assisted by paramedics. The customer experienced low blood glucose levels at the time of the incidents. The customer did not provide any information about their blood glucose levels or what caused the hospitalization. The customer did not return the product back for analysis.